Event description:
Revision Surgery - Due to Dislocation and Instability

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-01172; 509-02-032, S814 - Stability, Poor Join, S803 - DISLOCATION, Revision SurgeryIf additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.